Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to open. A field service engineer was canceled the work order and did not provide the information that the how the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer had failed and was unable to open. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.